Event description:
The manufacturer received information alleging a ventilator touch screen is not responding. There was no harm or injury reported. The device will not return to the manufacturer for service. The customer was advised to remove all power sources and reconnect them to address the issue.